Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to insert the zso-7-12 in the biliary duct .so the nurse prepared the zso-7-12, and the pigtail section was bent as she moved the stent sleeve to the pigtail section. She tried to pass the giuide wire into the zso-7-12, it was impossible. There was no adverse effects to the patient nor delay in the procedure noted.

Manufacturer narrative:
Device evaluation: the device evaluation of zso-7-12 of c2216288 lot number could not be completed as the device or photographic evidence was not returned for evaluation. Photographic evidence was returned for evaluation. Manufacturing records review: prior to distribution, all zso devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for zso-7-12 of lot number c2216288 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: as per the instructions for use¿s notes section (ifu0045), which accompanies this device, instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". As per the precautions section of the instructions for use (ifu0045), "refer to package label for minimum channel size required for this device." And "wire guide diameter and inner lumen of wire-guided device must be compatible." The product label states the guide wire size for use with this device is 0.035". There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0045). It is known that a 0.025 inch wire guide was used with the device. It is also known from the available information that the incorrect wire guide was used with the replacement device to complete the procedure. However, based on the available information, it appears that the stent was already bent before it was loaded onto the wire guide. As per management of complaints procedure where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance¿. Image review: an image was not returned for evaluation. Root cause analysis: a possible root cause could be attributed to the kink occurring while the stent was being straightened as it was being loaded onto the wire-guide. It is possible that excessive force as the pigtail curl was straightened with the pigtail straightener resulted in the formation of the kinks preventing the wire guide from passing through the stent. Therefore, this will indicate that the use of the incorrect wire guide did not cause the pigtail to become kinked, as per complaint description¿ so the nurse prepared the zso-7-12, and the pigtail section was bent as she moved the stent sleeve to the pigtail section. She tried to pass the guide wire into the zso-7-12, it was impossible.¿ confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: confirmed quantity of (B)(4) device, confirmed used. A possible root cause could be attributed to the kink occurring while the stent was being straightened as it was being loaded onto the wire-guide. It is possible that excessive force as the pigtail curl was straightened with the pigtail straightener resulted in the formation of the kinks preventing the wire guide from passing through the stent. Therefore, this will indicate that the use of the incorrect wire guide did not cause the pigtail to become kinked, as per complaint description¿ the complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, no health consequences or impacts were reported. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 7 jul 2025 and receipt of additional information on 24 jun 2025 and 25 jun 2025. 1.please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Ans. He kept it in the ercproom locker. ( it was stored in a shady place without sunlight.) 2.was the wire guide lubricated prior to use? Ans. Yes. 3.was the wire guide inspected for damage prior to use?* ans. Yes. 4.was the device at the center of the complaint inspected for damage prior to use? Ans. Yes. 5.were previous procedures i.e., sphincterotomy etc. Carried out prior to placing the complaint device? Ans. Yes.(he performed a sphincterotomy). 6.did the patient involved exhibit altered anatomy or tortuous anatomy? Ans. No. 7.if not with the device in question, how was the procedure finished? Ans. He used a new product. 8. Was the same wire guide used with the replacement device? Ans. Yes. 9.were any other defects observed on the device prior to return (other than the reported complaint issue)? Ans. No. "Ready according to IFU. He used strightener, but the wire went into the hole in the pigtail part. It is a jag wire 0.025 inch / 450 cm product."